Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 400 mg/dl. During customer's initial call, troubleshooting was not performed due to customer not experiencing a no delivery at the time. Customer was advised to call back when in receipt of tubing clamp in order to troubleshoot. Customer's mother called back requesting for insulin pump to be replaced and did not want to troubleshoot.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.